Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the console displayed intermittent error codes. The procedure was completed with the same rf 3000 radiofrequency generator. There were no pt complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).